Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the day of injection the patient experienced a vascular occlusion while being injected in the lips with 1ml of juvéderm vollure¿ xc. The occlusion happened in the bottom left side of the lip close to the wet/dry lip line. The next day the patient was treated with hylenex, aspirin 325mg, cialis 2.5mg, and pronox. Event resolved a day after treatment was provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6

Event description:
Healthcare professional reported the day of injection the patient experienced a vascular occlusion while being injected in the lips with 1ml of juvéderm vollure¿ xc. The occlusion happened in the bottom left side of the lip close to the wet/dry lip line. The next day the patient was treated with hylenex, aspirin 325mg, cialis 2.5mg, and pronox. Event resolved a day after treatment was provided.